Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: ¿pain, deflation and hardening of the breast, etc.¿. ¿they need to come out.¿

Event description:
Patient reported to have ¿recalled implants¿. The patient has had ¿pain, deflation and hardening of the breast, etc.¿ the patient ¿just visited a plastic surgeon¿. After the patient¿s visit, ¿they need to come out.¿ the device remains implanted. This record is for an unknown side.